Event description:
It was reported that the right atrial (ra) lead experienced poor sensing. Upon inspection under fluoroscopy, the ra lead appeared to have dislodged and been pulled back. The ra lead was explanted and replaced successfully during a routine generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507658 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The analyst noted that inner insulation breached in-vivo (metal ion oxidation) was found and it did contribute to the electrical complaint.